Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site.

Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies to address the issue. Customer's blood glucose (bg) level was approximately 600-638 mg/dl with high ketones. Ketone levels identified by their health care provider as life threatening. Customer attempted to address the elevated bg by changing the infusion set and resuming insulin. Reportedly the customer is wearing the infusion set for 3 days. Tandem clinical support informed customer that wearing the infusion set for 3 days is off label per the user guide. Reportedly, the customer went to the emergency room (ER) and was subsequently admitted into the intensive care unit. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and the customer was released on (B)(6) 2023 with no permanent damage. Tandem technical support performed a system check and the pump is functioning as intended.